Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had noise and a fracture at the clavicle/first rib junction due to clavicular crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694965 implantable tachy lead 2006-(B)(6); 5071-35 implantable pacing lead 2005-(B)(6).(B)(4).